Manufacturer narrative:
Patient weight and ethnicity: information unknown/ not provided per country's personal data privacy legislation/policy. Email address: unknown/not provided. Initial reporter telephone number: (B)(6). The intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient claimed discomfort in vision during post-operative examination following intraocular lens (iol) implantation. The visual acuity (va) was 0.6 for the pre-operative value and 0.5 for the post-operative va value. The post-operative refraction was +0.10 sphere/- 0.20 cylinder. The iol was explanted. No further issues were reported. No further information provided.

Manufacturer narrative:
Patient weight and ethnicity: information unknown/ not provided per country's personal data privacy legislation/policy. Email address: unknown/not provided. Initial reporter telephone number: (B)(6). The intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient claimed discomfort in vision during post-operative examination following intraocular lens (iol) implantation. The visual acuity (va) was 0.6 for the pre-operative value and 0.5 for the post-operative va value. The post-operative refraction was +0.10 sphere/- 0.20 cylinder. The iol was explanted. No further issues were reported. No further information provided.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: returned to manufacturer: yes. Date returned to manufacturer: jan 10, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in half as well as a detached haptic, which is consistent with a lens that was handled during explant. Based on the return condition of the lens, no further product evaluation could be performed on the lens. The complaint issue could not be confirmed, and no product deficiency could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.